Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow and down arrow keypad buttons required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/20/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no visible damage found to the keypad. Investigation revealed that the contrast, up/ down arrow keypad buttons were found to be intermittently responsive. The contrast button has no affect on insulin delivery function. There was contamination found under the key contacts.